Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's (B)(4) and reported receiving a system error 2240 alarm on the homechoice (hc) machine during dwell 3 of 6. The technical service representative (tsr) explained the alarm to the home patient (hp) and had the hp close clamps then cycle power. The tsr advised the hp to discard supplies and start over with new supplies or finish with manuals. No further information is available. No patient injury or medical intervention was reported.